Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 30-may-2024, it was reported that patient faced four infusion set fell off events during use within the last week. The sets were in use for less than 1 day and up to two days for all events. Blood glucose levels were between 400-500 mg/dl when the issue was noticed. Patient replaced infusion set and resumed insulin successfully. No further information available.